Event description:
The customer is unable to calibrate the axsym rubella igg reagent, lot # 55922m100 with the master calibrator, lot # 43362m200. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.